Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the peak pressure of the vela ventilator was too high while in use on a patient. The customer advised the patient was moved to a different ventilator and there was no patient injury.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The engineer replaced the o2 sensor. The suspected faulty o2 sensor was inadvertently discarded so no further investigation can be performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.